Manufacturer narrative:
(B)(4). Concomitant medical products: 00632005628, liner 20 degree elevated rim 28 mm i.d. For use with 56 mm o.d. Shell, 67460900, unknown shell, unknown, unknown stem, unknown . Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01149. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's left hip was revised 16 years post implantation due to joint laxity liner change. Head and liner were revised. No additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.